Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the plastic channel retaining the pins of the usb port. The damage observed to the plastic channels is likely the result of an incorrectly inserted usb cable. This leads to the pins within the usb port to be misaligned and results in the port not functioning as intended. Reader did not powered on and it was observed that reader gets hot with usb cable insertion. Customer did not returned usb charger and usb cable with the reader. It was observed that reader getting hot while charging. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks was observed. No corrosion was observed. The returned battery voltage was measured. The pcba was inspected with the thermal camera. An extended investigation was performed. Visual inspection was performed on the de-cased returned reader and damage was observed on usb port. The returned reader was connected to a computer via usb cable insertion. The reader was not detected to software. Unable to extract the usage log from the reader. The dn3 chip was also removed. However, the reader was still not detected by the software. Bench testing was performed on the reader. The reader was unable to power on using the button depression or test strip insertion. The returned battery voltage was measured using a digital multimeter which is not within the specification range. A known good battery was used for the remainder of testing. The reader was powered on and a blank white screen was observed before the reader automatically powers off. Reader was also monitored under thermal camera during operation and hot spots were observed on u3, u13, cpu(central processing unit), and u5. The u13 chip was removed from the pcba. Both pin pads were shorted together where the u13 chip was removed. The reader no longer had hot spots on the pcba. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. The hot spots were still present and a voltage was measured on the pa9_vbus line. The voltage on the pa9_vbus line indicates that there is damage on the pa9 pin of the cpu. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. Burn marks on the returned reader were observed. Interrogation of the device revealed that the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components, overheating, and a blank white screen. Therefore, the issue is not confirmed to use due to incorrect adapter used. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.